Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable pulse generator (ipg) patient that they wake up every night at the same time feeling nerve stimulation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they wake up every night at the same time feeling nerve stimulation. The lead remains in use. No further patient complications have been reported as a result of this event